Event description:
Customer reported that pump screen was dark and wouldn't turn on. Blood glucose level was reported between 54-500 mg/dl, indicating no adverse impact to customer's blood glucose level. Technical support instructed customer on troubleshooting steps, and when unsuccessful, arranged for pump replacement. Customer planned to use multiple daily injections as backup therapy to ensure continuous insulin delivery and was instructed to put pump into storage mode before returning it to tandem.